Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws could not be opened after the 2nd firing when the device was used on the cystic artery. The incident occurred in two devices. Two devices did not clamp the target tissue. Another device was used to complete the case. There were no adverse consequences to the patient. Regarding batch #j92p7k, after the operation, the trigger could be returned to home position manually and the device was fired properly outside the patient. Regarding batch #j9274k, after the operation, the trigger could be returned to home position manually, but the jaws could not be opened as well when the device was fired outside the patient. Regarding two devices, the clip was fed into the jaws properly before the incident. There was no unexpected resistance in grasping the trigger. There was no unexpected noise at the firing. There was no torquing or twisting of the device present at the time of firing. The device was not fired across something hard such as a clip.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? -- after the 2nd firing. What vessel or structure was the device fired on at the time of the event? -- the cystic artery. Was the clip fully advanced into the jaws prior to firing? -- yes. Was there any torquing or twisting of the device present at the time of firing? -- no. Was any unexpected resistance felt while firing the trigger? -- no. Were any unexpected noises heard? If so, when? -- no. Did anything unexpected happen prior to this incident? -- no. Was the device fired after this incident in or out of the patient? -- yes. What were the indications for surgery? What was found? - no information. Does the patient have any relevant history of surgical treatments? If so, what? - no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ¿ no information. Did the surgeon try to pull the trigger from the handle? -- yes. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? - yes. How was the device removed? - the device did not clamp the target tissue. Was there any tissue damage? -- no. If so, how was it repaired? -- n/a.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The analysis results found that device (b) was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported. Batch # (B)(4) (mfg date: 9/22/2012 exp date: 8/22/2017).